Event description:
On may 10, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the customer on 10 may 2024, day 36 after insertion. The returned sensor (B)(6) was tested in-house, however, the testing did not reveal any malfunction of the sensor. A review of the sensor in vivo data revealed a decline in signal modulation along with optical instability observed around april 17, 2024. The data review also indicated that the user had been calibrating the system as often as 3-4 times a day, and some of the rejected calibrations were very different from the recently accepted calibrations entered 2-3 hours later. There were also occasions where after a rejected calibration, the following calibration would show better accuracy with sensor readings. The most probable root cause is the user's accu-chek meter malfunctioning and/or the user entering incorrect blood glucose values. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings displayed, and this can have an impact to the overall system performance triggering an early sensor replacement alert. B4. Date of this report updated to 07 august 2024. G3. Date received by the manufacturer? 01 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.